Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer decided to resume insulin on her own and rejoin her sensor session independently, and continued using the pump with an understanding to call back if any issues arose.